Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (time/date) issue. The reporter stated that the patient had a blood glucose (bg) of 20mmol/l with polyuria, polydipsia, headache and dry mouth. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient assumed that at the change of the new year is when the pump jumped ahead a day to (B)(6) 2017. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up#1: this pi was initially submitted as an adverse event however it is only a malfunction. The ae has been captured and submitted under (B)(4).

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/26/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no related issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a timekeeping-accuracy test. A battery compartment crack and a cartridge compartment crack were observed. The display was found to be dim and discolored.